Event description:
Report received from (B)(6) stating that the device was difficult to release from console. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "difficult to attach and release from console" was not confirmed. Reliability engineering evaluated the device, and the device was able to be inserted into and removed from the female connector of the console. Since the connector was able to be mated with the console and there is no specification for "ease of removal", the device was found to meet requirements. If additional information is received, a supplemental report will be sent. Ref: (B)(4).